Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei 1038671, has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Device not available for analysis. Eng eval completed by cy. The device was not available for evaluation at the time of this investigation. If the device is received in. The future, the file will be reopened. According to the experience report, the spring fell out of the. Humeral broach handle release mechanism. Broach handle could not be disassociated from broach. Design-related issues: the design of the special csa broach handle has been in the field since 2017. The failure of this instrument appears to be directly related to the feature that made this a special instrument and different from the parent/predicate instrument. (B)(4) was initiated to ensure that special instruments are designed and manufactured after sufficient design control activities are completed and documented. The special instrument sop is being updated as part of the CAPA to improve the connection between inputs, predicate devices, risk assessment, and post-market feedback. Mfg-related issues: the manufacturing lot information for the special csa broach handle piece was reviewed. This breakage appears to be related to the design of the special instrument. The instrument was reworked and it was confirmed that it was repaired and operated in accordance with the repair requirements before returning to the surgeon. A review of the risk management report (rmr) was conducted to ensure the risks were included; the risk is included. IFU 700-096-181: instrument inspection · visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. · check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. · if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues. There was no patient adverse event. An investigation was conducted; the broken special csa broach handle reported was likely the result of the design of the instrument. CAPA 2018-33 has been initiated to ensure that special instruments are designed and manufactured after sufficient design control activities are completed and documented.

Event description:
It was reported from the us that during an orthopedic surgery the spring fell out of the humeral broach handle release mechanism. The broach handle could not be disassociated from broach. The agent was present at surgery. There was a delay in surgery with no adverse event to patient. No patient demographic information was not provided. Multiple email requests were sent to the contacts for additional information. No additional information was provided by the contacts related to this event.